Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of their cycler after ending their pd treatment. The patient reported receiving a drain complication encountered message during drain 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The leak was caused from a tear in the cycler set cassette. The patient was advised to discontinue the use of their cycler and a new cycler was issued. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the replacement. Additional information was requested, however, to date a response has not been received. During the initial call, the patient did not report any symptoms, adverse events, injuries, or medical intervention that was required as a result of this event. The return of the cycler to the manufacturer for physical evaluation was scheduled. It is unknown whether the cycler set is available for return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the hp3 filter. The cause of the observed dried fluid and fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.